Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The high resistance on the rv cables was confirmed and was due to fracture. The lead was abraded from the inside and the outside. The blue rv cables were exposed and extended outside the lead body at 51.5-54.5cm and at about 56cm from the connector pin. The svc shock coil and the rv cables were melted and fractured at 43cm from the connector pin. Holes in the insulation caused by abrasion exposed the rv cable to the shock coil. The fracture and melting likely occurred due to exposure to a short circuit during a high voltage shock.

Event description:
It was reported that the hv impedance had decreased and the insulation was broken.